Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump dispensed insulin during the load step of a routine cartridge change. There was no reported patient impact as a result of the alleged issue. The alleged malfunction was duplicated during troubleshooting. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during testing, the pump did not detect the filled cartridge. During evaluation the force sensor was found to be out of calibration and contamination was found in the force sensor assembly. Unrelated to the complaint, the display screen was found to be faded and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device